Event description:
It was reported that the patient underwent an ipg replacement procedure due an unknown reason. The patient was doing well postoperatively. Additional information was received that the ipg was replaced due to patient needed new ipg to power system. Th explanted device will not be returned as it was kept by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due an unknown reason. The patient was doing well postoperatively.